Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results of 300, 249 and 221 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by the customer; customer stated he had already tested that morning and did not want to test again. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is (B)(6) 2019. Customer stated he is not concerned with the result of 55 mg/dl in the meter memory because he knew his blood sugar was running low. The meter memory was reviewed for previous test result history: (B)(6).